Manufacturer narrative:
The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The pt was at home and then went to the hospital due to receiving red heart alarms. The alarms occurred when the pt moved his chest or pushed on his upper abdomen, while the pt was supported by the power base unit (pbu). X-rays were taken; however, they were poor quality and no conclusion could be made. The external portion of the percutaneous lead was inspected and no abnormalities were noted. The pt was placed on high urgent transplant list; however, red heart alarms continued and a decision was made to explant the pump from the pt and the pt is not being supported by an intra arterial balloon pump (iabp).